Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 11/26/2019. Device evaluation: the sample was received, however, the iol was not returned. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). An attempt to obtain additional information was conducted, however there is no additional information available at this time. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to the patient experiencing blurred vision, an unwanted induced astigmatism. It was also reported that the patient had a refractive surprise that unintentionally flipped the axis on the patient. There was no vitrectomy, incision enlargement or sutures required. A new lens was implanted. No additional information was provided.